Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2011. (B)(4). Device remains in use.

Event description:
It was reported that an af (atrial fibrillation) episode was in progress when the ventricular rate abruptly increased. The device withheld detection of vt (ventricular tachycardia) based on the pr logic at/af criteria, determining that the episode was svt (supraventricular tachycardia). The reporter believes that the rhythm changed at that time to vt and that the device should detected this and treated it as double tachycardia. The episode self-terminated, with no further episodes occurring. Review of the episode by the technical consultant found that the device functioned as programmed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.